Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported: during use the blade broke into several pieces. A small piece fell into the patient's mouth. The piece was removed with no reported injury to the patient.

Manufacturer narrative:
(B)(4).the sample was returned for evaluation. A visual exam was performed and it was observed that the blade welding joint was broken although the metal was diffused properly at welded joints. It is noted that product was manufactured and packed in india. The product family is inspected 100% prior to shipment from india so it was confirmed that the product left the manufacturing site fully functional. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Based on the investigation performed, the reported complaint was confirmed. A root cause was established as a manufacturing issue. A non-conformance was opened to address this issue.

Event description:
Customer complaint reported: during use the blade broke into several pieces. A small piece fell into the patient's mouth. The piece was removed with no reported injury to the patient.